Event description:
Loss of dermal autograft. Burn injury date was 02/13/1999. Integra placed on injury site on 02/18/1999. Silicone layer of integra removed on 03/09/1999. Neodermis noted as normal. Epidermal autograft placed on wound sites on 03/09/1999 after partial debridement of sites. Loss of autograft noted at 77% on right thigh, 50% on left thigh and leg. Signs and symptoms of infection were noted and treated topically with sulfamylon solution. Regrafting was performed on 03/31/1999, event resolved on 04/07/1999.